Event description:
Customer reported that she has been receiving multiple low and high glucose alerts and she tries to clear them and device continues to alert. Customer stated that the low alert is set to 20 minutes and high is set to 1 hour but when she clears them the device will alarm within a few minutes. Customer stopped wearing the sensor. She did not recall the blood glucose value at the time. Customer also stated that she received an auto off alarm. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.